Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 30mm sjm sã©guin semi-rigid annuloplasty ring was implanted. On (B)(6) 2021, the patient presented to the hospital and haemolytic anemia was noted requiring hospitalization. It is thought this was due to the implanted annuloplasty ring. The patient was reported to be in stable condition. Additional information is pending. (B)(4).

Event description:
It was reported on 15 november 2021, a 30mm sjm sã©guin semi-rigid annuloplasty ring was implanted. On (B)(6) 2021, the patient presented to the hospital and haemolytic anemia. It is thought this was due to the implanted annuloplasty ring. On (B)(6) 2022, the ring was explanted due to the haemolytic anemia and the physician decided it was the best treatment for the patient. A 29mm epic stented porcine heart valve w/flexfit system was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of "haemolytic anemia" and device explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.